Event description:
On (B)(6) 2013, the following was reported to arjohuntleigh by the arjohuntleigh rep: the pt was on the bed from (B)(6) 2013, and during that time developed skin breakdown. Subsequently, on an unk date, the pt was moved to another bed. Based on the information provided, arjohuntleigh is reporting this event as medical intervention was required to prevent permanent impairment/damage to the pt.

Manufacturer narrative:
This report is being filed by the MFR, arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of 11/2012, complaints related to this product are to be handled by arjohuntleigh, inc. Additional information will be provided upon conclusion of the MFR investigation.